Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was having poor coupling. The patient reported that they were having a hard time getting the boxes to show up as black. The patient reported that the coupling will fluctuate. The patient reported that they couldn¿t get the ins past ¾ charging and that they were receiving no pain relief and ¿no juice.¿ the patient noted that they had tried using the belt, turning the dial, and using adhesive disks. Antenna locate was attempted on the call and the highest number reached was 40. The patient did not have any coupling bars when attempting to charge during the call. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and the patient. It was reported that the patient's charging was still not adequate. The patient reported that they tried the belt and the adhesive disks and "it still doesn't charge at all." No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient met with a manufacturer representative and repositioning was attempted to address the poor coupling. The issue was resolved and no further complications are anticipated.